Event description:
It was reported that the right ventricular (rv) lead had high impedance and a possible fracture. The device was reprogrammed to turn the lead off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).